Event description:
It was reported that the right ventricular (rv) lead had high impedance and oversensing. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in a field action, but returned product testing found the device did perform as described in the field action. Product event summary: the partial lead was returned in segments and was analyzed. Analysis was performed and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.